Event description:
It was reported that balloon rupture occurred. A 3.0mm x 220mm x 150cm coyote balloon was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.